Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a low glucose reading on the ilet after announcing a meal on the pump shortly after receiving correction doses for a prior high, then trended downward for several hours and reached a nadir of 65 mg/dl before recovering. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return to target range without medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.